Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent and dislodged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level (bg) rose over 13.9 mmol/l (250.2 mg/dl) while wearing the pod between 49 and 71 hours. The pod reportedly was coming loose from the infusion site (hip/buttocks), causing the cannula to dislodge. Additionally, the cannula was found bent when removed from the infusion site. As treatment, a new pod was placed.

Manufacturer narrative:
Correction: date due is 8/7/2025.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.